Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (ipg) (B)(6) 2005; 4568 implantable pacing lead (B)(6) 1999.

Event description:
It was reported that the right ventricular lead was taken out of service (capped) and replaced with a new lead. Follow up was attempted to obtain the reason the lead was taken out of service, however no further information is available. No patient complications have been reported as a result of this event.